Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the dilator hub damaged during use on the patient." The user changed to a new set to complete the procedure. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the doctor found the dilator hub damaged during use on the patient." The user changed to a new set to complete the procedure. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened hemodialysis kit including one dilator and a guide wire within its advancer for analysis. Signs of use were observed on and within the returned components. Visual inspection of the dilator revealed the tip was deformed and biological material was within the distal tip. The damage to the dilator tip is consistent with undue force applied on the dilator during an attempted insertion. The dilator body length measured 137 mm or 5.3937", which is within the specification limits of 5.2500"-5.7500" per dilator product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. Functional inspection of the dilator was performed per the instructions-for-use (IFU) provided with the kit, which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was threaded through the returned dilator and was able to advance through with little to no resistance. A device history record review was performed, and there was one potential finding." The failure mode of this complaint is not the same as/relevant to the non-conformance identified, which was determined to be unrelated to manufacturing. The instructions-for-use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was damaged with biological material within. The appearance of this damage is consistent with undue force being applied on the dilator during an attempted insertion. The dilator met all relevant functional requirements. Based on the sample received and the report that the defect was found during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.